Manufacturer narrative:
(B)(4). Date sent: 6/13/2023. The lot#114c44 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during a low anterior resection the patient was fine and didn¿t need to stay longer in hospital than planned. The operation was longer by about 40 min, the problem was that after firing the device couldn¿t be removed as per normal procedure. A couple of the staples had not closed and this was a problem.

Manufacturer narrative:
(B)(4) date sent: 6/1/2023 d4: batch # 114c44, an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device batch number, and no [non-conformances / manufacturing irregularities] were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.